Manufacturer narrative:
The report of an accuracy issue was not confirmed, however an issue with the upper pressure sensor was confirmed and addressed. The proximate cause of the accuracy issue could not be identified; no fault was found for this issue. The proximate cause of the 240.4150 channel error was determined to be a faulty upper pressure sensor.

Event description:
It was reported that the device failed preventative maintenance by testing high for accuracy (volume/temperature/pressure). There was no patient involvement.

Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of an accuracy issue was not confirmed. There was no reported patient injury. This device is used for therapeutic purposes.